Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker previously showed nine and a half years remaining longevity. During the recent check, the device showed five and a half years remaining longevity. Analysis showed that the power has had an increase, coincident with high rate atrial sensing. The atrial sensing appeared to the be the cause of the longevity change. As of this time, the device remains in service. No adverse patient effects reported.